Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient was brought to the hospital in cardiac respiratory arrest. Enroute to the hospital, the automatic external defibrillator detected and delivered two therapies due to ventricular fibrillation. It was determined the programmed detection criteria for the device and lead was higher than the ventricular episodes the patient experienced. The device and lead were reprogrammed. No further patient complications have been reported as a result of this event.